Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a cable could not be tensioned prior to a surgical procedure. It is unknown if the surgical start time was delayed as a result. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Additional manufacturing dates include: november 6, 2009 and november 30, 2009. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: lot p049357 / released: october 8, 2009, november 6, 2009, november 30, 2009. (B)(4) manufactured the cable tensioner, (part 391.201 / lot number p049357). The supplier¿s certificates of compliance (dated september 29, 2009 and october 21, 2009 for the 1st and 2nd receipts of this lot ¿ note, the 3rd receipt did not include a certificate) indicate the parts were manufactured to and met the required specifications. The 1st and 2nd receipts were inspected and conformed to the synthes, incoming final inspection sheet. Inspection was not required on the 3rd receipt of this lot. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: e investigation of the complained cable tensioner has shown that this instrument is fully functional. The present article was subjected with a functional test. It was detected, that the instrument is working without any problems. Further investigation showed that in the interior of the instrument a couple of residues (single strands) of a cable to wound around the jaws. Manufacturing and inspection records indicated no problems with the lot in question. The device was manufactured in october 2009. It is likely that this instrument was used a lot of times and this is the reason for the reported problem (wear and tear). Device history record review and manufacturing documents were reviewed and no complaint related issues were found. Device worn from normal use and servicing; no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.